Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. There was no adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Additionally, the customer experienced an elevated blood glucose level displayed as ¿high¿; however, a specific value was not provided. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer administrated a manual correction injection to address bg. Customer updated their settings to address the event.